Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients not admitted to the hospital appeared in the pyxis patient list. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not admitted but were shown up in the pyxis patient list. The technical support specialist (tss) dialed into the station and logged into patient encounter system (pes) to verify the patient status using a sample patient ID from ephi, confirming the patient appeared as admitted. Tss then rebooted the station for customer concern. The customer confirmed the patient was admitted and discharged in 2024, with the visit type originating from admit discharge transfer (adt), though the customer was unsure how adt obtained the patient details. A cast patient query revealed the origin as epic adt-reg. The tss informed customer they would investigate further, and later confirmed the issue was resolved by the customer epic adt team, which identified an unfamiliar source epic adt-reg instead of the usual epic_adt_rx and the issue was resolved. The system functioned as intended after the customer resolved the issue.